Manufacturer narrative:
G4: 17jan2020. B4: (B)(6) 2020. The service engineer (se) inspected the device. The se found multiple error codes in the ventilator diagnostic logs related to a alarm message: low rate, blower stalled, backup alarm failed, alarm message: oxygen not available, 35 volts supply failed, auxiliary alarm supply failed, ventilator restarted due to anomalies detected during operation. The se replaced the power management board to address the reported issue and the unit passed testing. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. The determination could not be made that the device failed to meet specifications. The device was being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 01/09/2020.

Event description:
It was reported that the ventilator had a 35 volts power source error. The ventilator was being used on a patient at the time of the reported event; however, there was no patient harm reported.